Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
A healthcare professional stated "after insertion of the catheter the nurse starts filling the retention balloon/cuff with water as described in the information for use. After a few seconds it becomes clear that the balloon is not filled as intended since the water becomes visible in the catheter. The system is removed and there is a clearly visible gash in the retention balloon that makes it impossible to fill it." The device was replaced. No patient harm was reported. No further information was provided.